Event description:
It was reported that during a tibial angioplasty procedure a shaft perforation occurred. The approximately 60% stenosed lesion being treated located in the anterior tibial artery. Using a 0.035x260cm zip guide wire and a 3x80mmx120cm wanda balloon catheter, the physician dilated the anterior tibial successfully. Then the guide wire was withdrawn to make sure the lesion had been dilated well. Upon reintroducing the guide wire into the balloon catheter it was noted that the guide wire was advanced to the posterior tibial artery but the balloon remained in the anterior tibial artery. Upon removal of the devices it was noted that the shaft of the balloon was perforated. The procedure was completed with a non-bsc guide wire and a 3x150cm sterling balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).